Manufacturer narrative:
This event was determined to be a duplicate to MFR# 2916596-2022-15363. The investigation findings will be reported under MFR# 2916596-2022-15363.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced low voltage alarms while on battery power and while on their mobile power unit (mpu). It appeared the alarms may have been caused by the system controller, so the system controller was exchanged. The alarms resolved with the controller exchange.